Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient had a stroke that was confirmed by a computed tomography (CT) scan. The patient received a nasal gastric tube and aspirated. Seven days post implant acute respiratory failure was reported. Subsequently, the patient died nine days post implant. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.